Event description:
It was reported that a malfunction alarm occurred with malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to reset the pump, and it was confirmed that the malfunction did not recur after the reset. They provided further guidance to the customer, who was advised to call back if the issue reappeared. Cts also arranged for a pump replacement as a precautionary measure.